Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair. At the beginning of the procedure, it sounded like air was leaking near the trocar. The balloon did not inflate. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.